Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed the device will not use the shock electrogram (egm) the way it is currently programmed. Myopotential noise on the shock egm is normal. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).